Manufacturer narrative:
(B)(4). (B)(4) was not authorized to conduct the repair. The evaluation and repair will be completed by a non-(B)(4) service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator had a blank display. Patient involvement information not provided by the customer.

Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.